Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed from the jaws in order to measure jaws width. A malformed clip was returned in a bag attached to the device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during first firings of the device the clips were scissored. There were clips around the area when the device was being fired. He used the device to complete the procedure. There was no patient consequence reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information: which firing of the device did this event occur on? After the1st. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. The surgeon was firing the device during the procedure.